Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. Event site name: (B)(6).

Event description:
User reported flashing of screen of cs300 intra-aortic balloon pump (iabp). Patient involvement is unknown. There was no patient harm or injury reported.

Manufacturer narrative:
E1 additional info: email and phone: (B)(6). Updated fields: b4, d9 e1, e2, e3,, g1, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse re-install internal cable and the display resumed normal. All functional and safety test were performed. Returned the unit to customer for clinical use.

Event description:
It was reported before use the screen of cs300 intra-aortic balloon pump (iabp) flashed. There was no patient involved.